Event description:
It was reported that during a coronary drug eluting stenting procedure, crossing difficulties were encountered. The physician was unable to deliver the taxus express2 stent to the lesion. The physician used another stent to successfully complete the procedure. The patient is reported as 'ok', no patient injuries or complications were reported.